Event description:
The manufacturer received information from uno legal litigation in reference to a repaired dreamstation auto bipap, dom-recrt with an allegation of eye irritation, dizziness and/or headache, nausea / vomiting and lung disease. The manufacturer was made aware of this complaint through a representative of the customer. The device has not been returned to the manufacturer. At this time, no further investigation can be performed at this time. If any additional information is received, a supplemental report will be filed.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging eye irritation, dizziness and/or headache, nausea / vomiting and lung disease. The manufacturer was made aware of this complaint through a representative of the customer. No additional information can be requested at this time. The device was returned to the manufacturer's service center for further evaluation. During the evaluation of the device at the manufacturer service center, the device was visually inspected and found no evidence of foam degradation. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer service center. There was no error code found. The manufacturer service center concludes that there was no visible foam degradation box: d and h has been updated.

Manufacturer narrative:
In the following report device information has been updated.box b and box h has been updated.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging eye irritation, dizziness and/or headache, nausea / vomiting and lung disease. The manufacturer was made aware of this complaint through a representative of the customer. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
¿The manufacturer previously reported on this device in MDR 2518422-2022-20492. This report was submitted as a duplicate report of the previously submitted report.¿